Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical product: dtmb1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was removed due to a heart transplant. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.